Event description:
Abbott medical optics in (B)(6) reported that a patient experienced endophthalmitis after implantation of an intraocular lens.

Manufacturer narrative:
Pt gender: female. Expiration date: 3/16/2013. Device manufacture date: 9/16/2012. Device evaluation was noted in the MDR follow up; however, the correct follow up should have been indicated as additional information. To date, the intraocular lens (iol) remains implanted. Additional information: further follow up revealed that the patient was found to have a cns bacteria. The patient had no visible damage, although patient was still under treatment. The patient was treated systematic and local with antibiotics and corticosteroids, topical chloramphenicol and moxifloxacine systemically. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient outcome: no visible damage but the patient is still under treatment. Samples were taken from the patient's anterior chamber, corpus vitreum, and conjunctiva as well as general blood investigation. The patient had bacteria typical of the central nervous system. She was treated with topical chloramphenicol drops and moxifloxacin orally. The hospital was audited by the hygiene experts (microbiologist, sterilization expert, hospital hygienist) from the university hospital. They did so many tests, but there was no link to anything at all that was used in the or that could have caused the infections. The balanced salt solution was not evaluated.

Manufacturer narrative:
Batch records were reviewed and found to be within specifications. Review included process operations, process and or material changes, sterilization records and environmental records. Deviations were noted that were not related to this complaint. The device met specifications when released to market. All pertinent information available to amo has been submitted.

Manufacturer narrative:
Additional information was provided by the doctor stating that the complaint was not related to the abbott medical optics product. It was stated that the doctor found different types of bacteria that were related to the patient and not to the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was provided stating that the abbott medical optics (amo) intraocular lens (iols) are not suspicious anymore, because it happened also with other types of iols.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.